Manufacturer narrative:
The information related to hospitalization date in narrative summary was missing with the initial report and date of event was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020 due to low blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 25 mg/dl. The customer was treated with intravenous shooting glucose at the hospital. It was unknown that if the insulin pump was in auto mode at the time of incident. The insulin pump will not be returned for analysis.